Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that there was a cpu failure and a screen failure. There is no information available for this event currently. If additional information is received at a later date, the complaint file will be updated.

Event description:
There was no patient involvement. It was reported by the clinical support specialist (css) that there was a cpu failure and a screen failure. There is no information available for this event currently. If additional information is received at a later date, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of screen failure is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.